Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility had not reprocessed the subject device after use each time but had reprocessed the subject device at the end of the day with an olympus automated endoscope repressor model oer-2 (not available in the USA). The user facility would not like to take around 20 minutes to reprocess and keep to use the subject device without the reprocessing. Olympus representative trained the facility for the appropriate reprocessing just after using the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from the user, there was the possibility that this phenomenon was attributed to the inappropriate and/or insufficient reprocessing by the user. If additional information becomes available, this report will be supplemented.